Event description:
On (B)(6) 2025, the user reported a high blood glucose (bg) reading of 361 mg/dl on the ilet while using a 6 mm 23" contact detach infusion set. A fingerstick confirmed a bg of 341 mg/dl. The agent guided the user through troubleshooting and advised a supply change, after which insulin delivery resumed, and bg returned to range. The user noted increased insulin use, requiring daily supply changes, and was advised to contact their healthcare provider about a prescription adjustment. The highest blood glucose (bg) recorded was 361 mg/dl. Bg was corrected after the supply change. The user reported feeling unwell due to the high bg. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.